Manufacturer narrative:
Filing for initial report, investigation is ongoing. Despite multiple requests, centurion has not received any additional information regarding this report. Based on the information currently available, centurion is unable to determine if medical intervention was required to prevent permanent impairment/damage or if a serious injury occurred.

Event description:
Pigtail from patient's IV became disconnected during injection.